Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure surgery on (B)(6) 2007 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code: unknown. Gynecare tvt secur system, product code: tvts1, batch 3030032, mfg date: 06/26/2007, exp date: 04/30/2009. In addition, a review of the batch manufacturing records for the possible tvts batch was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a mesh removal surgery on (B)(6) 2011. (B)(6). There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code: pfrt01, batch 3027761, mfg date: 05/14/2007, exp date: 03/31/2010. Gynecare tvt secur system, product code: tvts1, batch 3030032, mfg date: 06/26/2007, exp date: 04/30/2009. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of vaginal hysterectomy and right salpingo-oophorectomy.